Event description:
Customer reported a malfunction alarm with the pump, specifically malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support decided to replace the pump due to repeated occurrences of the malfunction. Meanwhile, customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery while awaiting the new pump. Customer was instructed to put the old pump into storage mode and return it with a prepaid label within 10 days.